Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists infection and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including the section entitled "controlling infection." Additionally, the section entitled ¿system operations¿ cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. The heartmate 3 lvas patient handbook, rev. C, is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information reported that the patient had stage 3 chronic kidney disease (ckd)/acute kidney injury that caused renal dysfunction. The patient had an increase in creatine from 1.1 on (B)(6) 2021 to 1.5 on (B)(6) 2021 and returned to 1.1 on (B)(6) 2021. The patient was asymptomatic, likely cardiorenal, monitored with diuresis and lab trending and recovered to baseline.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented on (B)(6) 2021 with chills and increased mucus production and associated diaphoresis with temperature of 102 degrees. Labs showed acute kidney injury (aki) and the patient was also experiencing headache. The patient was admitted and given intravenous (IV) vancomycin and cefepime. CT of the patients head negative for intracranial abnormality inf dis team discharged peripherally inserted central catheter (PICC) line as blood cultures positive for bacteremia with slight volume overload. Patient given by mouth bumex along with chest xray. Pneumonia vs aspiration alk phos and t bili increased pos gall stones, not acute (B)(6) 2021, the patient was discharged on doxycycline and cefpodoxime by mouth. On (B)(6) 2021, the patient had a liver follow up out patient. Start date of the reported infection was (B)(6) 2021 in which the event resolved without sequelae with a stop date of (B)(6) 2021. No additional information provided.